Manufacturer narrative:
See d4 expiration date, h4, h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00544; 425-96-011, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00544; 425-96-011, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient sustained fracture to the lesser trochanter.